Event description:
It was reported that the catheter was unable to pace from the beginning. Another device was used and the problem was solved. There were no patient complications reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Continuity testing confirmed there to be a short condition between the distal and proximal electrodes. Further testing confirmed the short condition was inside the y fitting.